Manufacturer narrative:
The 27071zj is being retained by the hosp; they will not release it for eval. They did send pictures. The pictures show that the jaws are no longer attached to the hinge and the hinge pin appears to be missing. There are also rust-like discolorations in the jaw area, which may be corrosion.